Event description:
It was reported to vyaire medical that the avea ventilator had a high fio2 alarm. He has tried swapping the o2 sensor. Furthermore, there was no patient harm reported associated with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.